Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation the pump bt2 battery had not been charged properly. This battery is charged when the pump is plugged in using an ac adapter. The pump had not been plugged in and the battery could not recharge. This caused the auxiliary alarm to fail. When the pump was returned to mmdg, and charged appropriately, the bt2 battery and auxiliary alarm functioned as expected.

Event description:
The initial reporter states that the pump auxiliary alarm did not alarm. The initial reporter stated that the complaint occurred during testing and no patient had been affected. (B)(4).